Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on august 09, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced inflammation at abutment site and a loss of osseointegration. Subsequently the patient was administered oral antibiotics and the decision was made to explant the device, the device was explanted on (B)(6) 2017.

Manufacturer narrative:
(B)(4).